Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There are no allegations against medtronic products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having a problem with their implantable pulse generator (ipg). The patient complained of high blood pressure and heart palpitations. The ipg remains in use. No further patient complications have been reported as a result of this event.